Manufacturer narrative:
Technical support instructed the account on how to realign the cylinder and install the pin. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the cylinder pin came out of the shaft end and the head section was down and would not go up.